Event description:
It was reported that during a procedure to change a device within the breathing circuit, the ventilation was set to standby but was not restarted until 11 minutes after the change was completed. 5 minutes later, the patient went into cardiac arrest and CPR and resuscitation was attempted. The patient died within an hour of the incident. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
Evaluation of the received internal log showed log posts for a normal standby on the reported event date on (B)(6) 2022 at 7:14 pm; standby button activated, standby dialog confirmed and standby. The ventilator was then left in the standby mode for eleven minutes until ventilation was restarted again at 7:25 pm. The reported event can be confirmed in the internal log. There is a ¿tap and hold¿ function before entering standby mode and this eliminates any unintentional pressing of the button on the screen. First the user tap standby in the quick menu, thereafter tap and hold stop ventilation for approximately 5 seconds to stop ventilation. Then the posts for a normal standby; standby button activated, standby dialog confirmed and standby are logged in the event log. This is an indication that the setting of the ventilator to standby mode was intentional. When the ventilator is set to standby, the indication ¿standby, patient not ventilated¿ is clearly visible on the screen and no waveforms or measured values are presented. Last successful pre-use check was performed on (B)(6) 2021 prior the patient was connected to the ventilator. The technical log does not contain any technical error codes to indicate a ventilator malfunction. There are no allegations by the user facility that a ventilator malfunction in some way caused or contributed to the death of the patient. There is no indication of a ventilator malfunction at the time of the standby mode. H3 other text: 4117.

Event description:
Manufacturer's ref#: (B)(4).